Event description:
A candela sales mgr received an e-mail regarding a patient who had received laser treatment for facial veins, which resulted in burns and crusting around the nasal area. The user site reported that the patient has had 2 appointments with the site's medical director and was prescribed a topical antibiotic and anti-viral medication.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2014. There have been no clinical complaints from the user site or regarding this specific s/n since that time. The product device history record and service history were reviewed on 4/3/2015 with issues found. A field service engineer inspected the unit involved in the event and found the system to be operating within specification. The treatment parameters were provided by the user site and were determined to be within candela's treatment guidelines. The diagnostic data on the laser system was also reviewed. Upon evaluation of the diagnostic data, the treatment parameters recorded by the laser system on the treatment date were found to be different from what was reported by the site. The treatment parameters recorded by the laser system showed that a different spot size and a high fluence was used for this treatment. These treatment parameters were reviewed by candela's clinical mgr, who noted that using too high of a fluence may create excessive heat on the treated area, which could be a contributing factor to the injury.